Event description:
During evaluation of a returned spectrum infusion pump, the device found alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device found system error 345. A review of the event history log revealed system error 345. The cause was identified to be failed upstream thermistor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.